Manufacturer narrative:
It was reported, "a customer had an allergic reaction to the mask." Additional information received by fnp, managing mid-level, concentra, with additional information related to this incident. Reporter states, end-user has the following allergies "severe allergic reaction to any sulfa, sulfate, sulfite. Any lamb's wool or lanolin, cats, walnuts and green melons. Allergic to all sulfate containing drugs- ex morphine sulfate. Neosporin sulfate." Reporter states this was the first time end-user had used this product. Reports, "face began to itch followed by eyes watering then lips and face (perfect circle to mask outline) started to swell follow closely by throat closing. Rapid progression over 45 seconds. Followed by burning over fingertips that were used to apply mask. Removed, washed off, too inhaler and steroid injection for anaphylactic reaction. Treated in medical office." Reporter states medication used in the treatment of this incident are xopenex, pulmacort and kenalog 40 mg im. Report states, patient was "fully recovered within 60-90 minutes within onset of symptoms and released to home. Sample is available for return and evaluation. No further information is available. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "a customer had an allergic reaction to the mask."

Manufacturer narrative:
D9 device available for evaluation -yes. H2 if follow-up what type? Additional information. H3 device evaluated by manufacturer - yes, evaluation summary attached. H6 type of investigation- 4110. H5 investigation conclusion -67, 4315 cause/ zcd00006/unconfirmed defect. H10 investigation report reads as follows, 3/10/2021. Investigation summary: 03/10/2021 07:38:46 cst "the sample was reviewed and the issue was not confirmed. The manufacture has previous tested the mask for biocompatibility. This test included skin irritation and cytotoxicity testing and the mask was found safe for use. The manufacture has been notified."

Event description:
It was reported, "a customer had an allergic reaction to the mask."